Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system right atrial lead was not fully connected to the header. Intermittent capture, high capture thresholds and out of range impedance measurements were noted. Technical services (ts) was consulted, reviewed x ray and agreed the lead appeared to be underinserted. Ts recommended further testing to verify underinsertion. The ICD was explanted to prevent risk of erosion and infection, and the right atrial lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system right atrial lead was not fully connected to the header. Intermittent capture, high capture thresholds and out of range impedance measurements were noted. Technical services (ts) was consulted, reviewed x ray and agreed the lead appeared to be underinserted. Ts recommended further testing to verify underinsertion. The ICD was explanted to prevent risk of erosion and infection, and the right atrial lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the intermittent capture, high capture thresholds and out of range impedance measurement and x ray review, but this could not be confirmed during laboratory analysis. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system right atrial lead was not fully connected to the header. Intermitent capture, high capture thresholds and out of range impedance measurements were noted. Technical services (ts) was consulted, reviewed x ray and agreed the lead appeared to be underinserted. Ts recommended further testing to verify underinsertion. The ICD was explanted and the right atrial lead remains in service. No additional adverse patient effects were reported.